Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) kept beeping. It is unknown under which circumstances however there was no patient involvement.

Manufacturer narrative:
Updated field: e1 (site country), h6 (type of investigation, investigation findings, investigation conclusions). At this time, the customer has not requested getinge to evaluate the iabp. The issue was solved through phone. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : device not returned.